Manufacturer narrative:
The examination results suggest that this event is likely associated with misuse of the device.

Event description:
Rptr states, "the notch broke", on the stem punch guide. There was no adverse consequence to the pt due to this event or delay in surgical or anesthesia time.